Event description:
IV pump was set at rate of 14 ml/hr. Hung at 0600, done infusing just before 1200. Six hours infusing at 14 ml/hr 84 ml should have infused. 100 ml gone. According to creatinine clearance should have been running at 7.5 ml/hr. Small amount of bleeding from foley catheter. Dr was telephoned and notified of event. Order obtained to stop infusing for 2 hours.